Event description:
The report rec'd from the affiliate indicated that during an interventional procedure, while inflating the cypher 2.5x23 mm stent delivery system (sds) balloon to approx 5 atm, the physician experienced discomfort on the inflation device and the balloon ruptured which was visible by angiography. Blood was visible in the inflation device after negative pressure was applied. The balloon rupture was visually confirmed after the sds was removed. The stent was post-dilated with a hiryu balloon. Ivus was done. The procedure was completed successfully. There was no reported pt injury. The target lesion was the right posterior descending artery. The lesion was restenosis of a previously implanted unk cypher stent. The stent was implanted in early 2008.

Manufacturer narrative:
The right posterior descending artery (rpda) target lesion was reported to be: a 99% stenosis, and a restenosis of a previously implanted unk cypher stent. The lesion was pre-dilated with a hiryu 2.5 mm balloon. The cypher 2.5 x 23 mm stent was inspected prior to use and no anomalies were noted prior to use. Please note that device is distributed outside the united states, however, it is similar to the untied states prod. The prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference report # 9616099-2008-02181.